Event description:
In 1996 the graft was implanted for an aortic coarctation with descending aortic aneurysms. On 2/22/96, the pt expired due to guideline rupture of this graft. This is all the info attainable at this time.